Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips remote service engineer (rse) analyzed the system remotely and found no propeller movement along with 3 missing slave devices on the ethercat network. The rse confirmed that the customer performed two system restarts; however, the issue still persisted. The philips field service engineer (fse) inspected the system onsite and identified that the amc triple drive was defective, causing the 24v power supply for the entire stand to fail. A review of system log files showed that the cleapropbox was not detected, confirming the geometry issue. The fse replaced the power supply and amc triple servo drive to resolve the issue, restoring the normal system functionality. The power supply was returned for analysis and result indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.